Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the parts involved with this complaint and completed investigation. Failure analysis investigation was able to confirm the reported failure. The illuminator failed to power on at startup when installed into the test system. The returned fiber optic cables were found to have broken connectors and damaged insulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the part(s) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted prostatectomy procedure, it was reported the illuminator stopped working. Although the procedure was completed with an external light source and no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the customer encountered a recoverable error and then the illuminator stopped working. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting assistance. The customer was able to complete the procedure with an external light source. There was no report of patient harm, adverse outcome or injury. A field service engineer (fse) was dispatched to the facility and was able to confirm the reported failure. The fse replaced the illuminator and cables to resolve the reported issue.